Event description:
I have developed early signs of periodontal disease since using my aligners. I never had this problem prior. My last dentist visit, ((B)(6) 2024), I was informed that I have gingivitis. After they released a statement about not continuing treatment due to improper patient screening, I have not been able to get in contact with them.